Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Using the left femoral approach, the procedure treated the 80% stenosed target lesion located in the calcified and moderately tortuous left internal carotid artery. Pre-dilation was performed with an 8.0 x 40 mm mustang balloon inflated to 8 atms on the 1st inflation however upon the 2nd inflation to 8 atms the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).